Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the distal radius fracture procedure, the instrument was damaged.

Manufacturer narrative:
The reported event that a «depth gauge» was damaged during a distal radius fracture procedure, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the body of the depth gauge is intact, but the hook is broken ¿ half of the hook is still connected with the rest of the device while the other half is broken/detached. The black identification ring around the surface of the body is slightly faded, while the laser-marked text is completely faded. The surface of the body is quite scratched. The broken part of the hook is slightly bent with signs of rust. Both breakage surfaces, of the two parts of the hook, are fibrous with signs of rust and residual tissue. The two parts of the hook can be put back together in perfect alignment, which indicates a brittle overload fracture. Such a fracture can occur when there is little or no distortion of the part before it breaks. The «depth gauge» was manufactured in 2011, and is a device that experiences a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. It was also reported that the device broke during the surgical procedure when measuring the depth to insert the screw. Most likely during usage, the depth gauge experienced an unauthorized handling or excessive force which led to the reported breakage. This is evident if we consider that the hook was received for inspection slightly bent. Apparently too much force was applied during use. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide ((B)(4)): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.'' Based on investigation, the root cause was attributed to a user related issue. Most likely during usage, the device experienced high mechanical forces, and broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the distal radius fracture procedure, the instrument was damaged.